Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report. This emdr was sent in error to esg test webtrader on (B)(6) 2016. This is a resubmission to esg production web trader.

Event description:
Consumer stated that the tampon unraveled when she was removing it and parts of the tampon were left inside her. Manual removal of the remaining pieces of the tampons were successful and no medical care was required.

Manufacturer narrative:
Corrections: (B)(4). Labeled for single use - was blank, checked to be "yes". Usage of device - was blank, checked to be "initial use of device".